Manufacturer narrative:
The below products were distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model:sc-2138-70, serial: (B)(6), batch: a30237, UDI: (B)(4). Product family: scs-linear leads, upn:m365sc2138700, model:sc-2138-70, serial: (B)(6), batch: a30233, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) broke through the skin. It was noted that the patient was getting out of the truck and felt a rip, subsequently, the patient was hospitalized. It was also mentioned that the patient reported a fall. The physician examined the ipg and proceeded to remove the ipg and leads. The patient was doing well post-operatively.